Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: correction: device availability: d10: the device availability date was incorrect in the initial report. The date has been updated from 5/26/2020 to 6/10/2020. Correction: d4: incorrect serial number: the device serial number was incorrect in the initial report. The serial number has been updated from (B)(6) to (B)(6). The UDI has been updated accordingly. H4: device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 7/31/2013. Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the device failed pretest for visual assessment. During repair, an evaluation was performed and it was determined that the foot of the craniotome was cracked, the attachment showed wear all over its parts, and the color marking on the attachment had partially come off. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant medical products and therapy dates: motor device, (B)(6) 2020. Device manufacture date: the device manufacture date is currently unavailable. The reporter¿s complete facility address was not provided. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
It was reported from (B)(6) that during a skull surgical procedure, it was discovered that the craniotome device was dull and could not drill while being used together with the motor device. It was further reported that the user observed the bar guard of the device was broken. It was reported that during the operation, the cutting became poor and it was confirmed that the bar guard was damaged. It was reported that there were no delays to the surgical procedure as another device was used to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch.